Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh3500. They were having difficulty moving the hemopro jaws in and out of the device. They said the jaws were grinding against something inside the hemopro and it shaved off a piece of plastic from the inside of the device and it had to be removed from the tunnel in the patient's leg. The piece of plastic tore off the inside of the hemopro and fell into the patient. The harvester had to retrieve the plastic with the hemopro jaws. A new hemopro was opened to complete the case. No injury.

Manufacturer narrative:
Trackwise#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/27/2022. Photographs were provided by the account. A photographic inspection was conducted. A white piece of material was observed inside the body and outside the body. No pictures of the device were observed in the photograph. An investigation was conducted on 06/15/2022. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned outside the cannula. There were no visual defects observed on the harvesting device. There were no visual defects observed on the cannula. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no visual difficulties observed. The harvesting device was then inserted into the cannula with no visual or physical difficulties. There were no strands of shavings observed. The white strand was not returned for evaluation. An engineers evaluation was conducted on 07/26/2022. Photographs were taken of the inner lumen, and it was observed that there were nicks and scratches on the lumen. No other visual defects were observed. Based on the returned condition of the device, the evaluation results, we are unable to confirm the reported failure "fitting problem". The reported failure "peeled" was confirmed. The lot # 25160934 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: h3 device not eval code changed from "other" to "device evaluation anticipated, but not yet begun." The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.